Manufacturer narrative:
Manufacturer's results, conclusions: manufacturer evaluation / investigation currently in process.

Event description:
Customer reports inconsistent patient inr results with protime when compared to unspecified lab instrument. Patient therapeutic range is 2.0 - 3.0 inr. In 2009, patient protime inr 2.2. No report of coumadin dose alteration. Three days later, consecutive patient protime inr's 1.2 & 1.8 compared to 2.4 inr on unspecified lab instrument. No report of adverse event, serious injury, or intervention.